Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Physical manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part: 310.509; lot: 8882242; manufacturing site: bettlach; release to warehouse date: march 10, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: broken: investigation performed based on the images provided. Device condition: visual inspection performed at customer quality observed broken drill tip from the images provided. No further issues were noted. Complaint condition agrees with the overall condition of the provided device images and therefore the complaint was confirmed. Document and specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material review was not able to be performed as the subcomponents are not lot tracked. Relevant drawings reviewed showed no design issues that would contribute to complaint condition. Relevant dimensional analysis is not possible with no product being returned. Conclusion: a definitive root cause could not be determined from the provided information. The complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation that would contribute to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2018, tip of the drill bit broke. Procedure and patient outcome is unknown. Concomitant devices: drill (part: unknown, lot: unknown, quantity: 1). This report is for a 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).